Event description:
Complaint reported as: "the sampling port was not fully penetrated and occluded." The pt condition is reported as fine.

Manufacturer narrative:
The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.